Event description:
Customer reported static is heard when the alarm is set to the voice and tone mode. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; voice message has static sound when it plays. However, a battery spring inside the battery compartment is bent. Aqualert water indicator shows exposure to moisture. Posey warning label is torn. Note: instructions for use state: take care not to damage battery contacts. This is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).